Event description:
(B)(4). It was reported that in-stent restenosis occurred. On (B)(6) 2012, the patient presented with stable angina pectoris and index procedure was performed. The 90% stenosed, 16.5 x 3.0mm, de novo, eccentric, type b, with a =< 45 degree bend and timi 3 flow target lesion was located in the non tortuous and moderately calcified mid left anterior descending artery (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 3.00x20mm promus element ¿ stent at 10 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days post procedure, patient was discharged on aspirin and clopidogrel. On september 2013, coronary restenosis in mid lad was noted. The physician performed percutaneous coronary intervention (pci) and the event was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).